Manufacturer narrative:
This report is being submitted for correction to h6. Component code updated to light source.

Manufacturer narrative:
Additional information was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of a foreign substance or moisture on the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical support engineer informed the customer that the b30 error occurred probably due to residue in the scope connector. The device was not returned. Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the evis exera iii xenon light source, b30 scope communication error was displayed. The issue happened multiple times; however, the device was working fine at the time of reporting. There were no reports of patient harm associated with the event.